Manufacturer narrative:
(B)(4).

Event description:
Received information that while the stimulation is turned off, the patient shocks other people. Patient experienced this while walking at the store in pharmacy and she would pick up prescriptions. Reports it happened in the colder weather. Patient also experienced difficulty adjusting stimulation. She was only able to adjust on the right side of her body. The physician had done an x-ray suspecting the leads may have shifted. Patient had a follow up appointment and would hopefully get the x-ray results at that time. Additional information has been requested and if received a follow up report will be sent.